Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389-40, lot # j0437032v, implanted: (B)(6) 2004, product type lead; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type ex tension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3389-40, lot # j0437032v, implanted: (B)(6) 2004, product type lead; product ID 7426 , serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).

Event description:
The patient was implanted for parkinson¿s and movement disorder. The consumer reported that he was in the hospital for a uti. It was traumatic and he could not respond. It was noted that the implant was off in error. The implant was turned on and he experienced a shock but then was ok. The manufacturing representative checked the device and confirmed that everything was okay. There had been no issue since then. Everything was resolved.